Event description:
A report was received from the UK sales representative indicating that during the tavr procedure post balloon valvuloplasty (bav) the patient became hypotensive with severe aortic insufficiency. The sapien xt valve was quickly and successfully deployed in the correct position. However, the patient's blood pressure continued to drop severely. The medical team tried everything to keep the patient alive (cardiac massage, balloon pump and femoro-femoral bypass), however the patient expired. The medical team stated the patient died because of his condition before the case and how unstable he became post the bav and nothing to do with the valve. Per report, the patient was high risk patient with severe myocardial infarction.

Manufacturer narrative:
Per the edwards transfemoral balloon catheter instructions for use (IFU) and the thv training guide, hypotension is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are many potential causes for hypotension post bav and valve deployment including, but not limited to, underlying cardiac disease, medications, anesthesia, rapid pacing, and the procedure itself. These patients typically are non-operative and/or extremely high risk and have complex medical histories and multiple co-morbidities. In addition, they are routinely administered multiple vasoactive drugs during the procedure. They are also purposely made hypotensive, utilizing extreme tachycardia (by means of rapid ventricular pacing), to facilitate accurate valve deployment. As a result of these factors, intra-operative arrhythmias and hypotension are very common. Furthermore, the IFU for the sapien valve contraindicates the use of the bioprosthesis in patients with evidence of intra-cardiac mass, thrombus or vegetation; untreated clinically significant coronary artery disease requiring revascularization; and myocardial infarction (mi) within 1 month of the index procedure. In this case, the information available indicates patient and procedural factors appear to have caused or contributed to this event. This patient was considered high risk and per report, the valve was implanted in the setting of a severe myocardial infarction. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.